Manufacturer narrative:
Concomitant medical product: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a physician and company representative via the product surveillance registry (psr) that this patient received intrathecal baclofen at a dose of 2000 mcg/ml. The concentration was unknown and the lot was not obtainable. The patient's medical history included spasticity, spasticity primary etiology, and diplegia spastica congenita. Post-operatively, pump underinfusion occurred. The patient was admitted to the emergency room (ER) because of the increasing spasticity and itch. The patient experienced increasing spasticity and hospitalization during five days with suspected underdose of baclofen reported. It was unknown what led to the event. On (B)(6) 2014, an x-ray and laboratory testing were normal for this patient. The patient's pump was reprogrammed on (B)(6) 2014 and the issue was resolved without sequelae on (B)(6) 2014. The event was not related to the catheter, but was programming/refill related. The patient's status at the time of this report was "alive - no injury." Surgical intervention did not occur and was not planned. The concentration, type of baclofen and programming details were requested but were not available as of the date of this report. Should additional information be received a supplemental report will be filed.

Event description:
An hcp reported via product surveillance registry (psr) that on (B)(6) 2015 the rehabilitation physician decreased the patient's dose 20% from 2000mcg and during this admission they then increased the dose back to normal 174mcg/day. The type of baclofen the patient received was noted as having been made in the hospital. A company representative further reported that the deterioration of the patient's state of health was not serious since this was only a 20% reduction of the daily dose (dd). Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type programmer, physician. (B)(4).